Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the popliteal artery off the common femoral artery. The vessel diameter was 5 mm. A 6f sheath was used. The lesion was predilated with a 6 mm balloon. No resistance was felt during advancement of the 5 x 150 supera stent delivery system (sds). Difficulty was experienced releasing the stent implant and the stent partially deployed. Resistance was felt removing the delivery system with the stent still attached; however, was removed without any issues. The sds was removed using angiography. Another supera sds was used successfully for the procedure. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deployment issue was not confirmed. The difficulty removing was unable to be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The difficulty removing was due to operational context.